Manufacturer narrative:
(B)(4). Device manufacture dates for lot 13c042: march 13, 2013 - march 14, 2013. The device was returned for evaluation. Forced prime was attempted, but flow was not observed. No signs of blockage were visually observed inside the tubing or the bladder. Microscopic examination of the flow restrictor revealed evidence of crystallized drug blocking the fluid path at the distal end of the glass capillary. The evaluation confirmed the reported condition. The cause of the crystallized drug could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 04/08/2013 and 04/09/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. The customer reported that at the end of the expected therapy period, the device was "still completely filled." This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.